Event description:
It was reported to boston scientific corporation that a resolution clip was used during an emr (endoscopic mucosal resection) procedure within the colon performed on (B)(6) 2012. According to the complainant, during the procedure, two attempts were made to deploy the clip; however, the clip failed to release from the delivery catheter. Reportedly, the clip remained "attached to the catheter and would not release itself." The procedure was successfully completed using another resolution clip. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported as being stable.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during an emr (endoscopic mucosal resection) procedure within the colon performed on (B)(6), 2012. According to the complainant, during the procedure, two attempts were made to deploy the clip; however, the clip failed to release from the delivery catheter. Reportedly, the clip remained "attached to the catheter and would not release itself." The procedure was successfully completed using another resolution clip. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported as being stable.

Manufacturer narrative:
Reported event of clip failed to separate from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Three used devices were returned for evaluation. It is not currently known which of the three reflects the issue reported within this event. A visual examination of the first device found the clip assembly was located just inside the oversheath. Once the oversheath was pulled back using the sheath grip, the clip assembly was actuated and deployed; two distinctive clicks were heard. Additionally, a kink was present in the control wire. A visual examination found that the remaining two devices returned with their clip assemblies fully deployed and not returned. Additionally, the two devices presented with a kinked control wire. One of the two devices also returned with the oversheath accordianed near the sheath grip. The reported event of clip failed to release from the delivery catheter was not able to be confirmed. The evaluation found that the clip was able to be exposed, actuated, and deployed per design. The other two devices returned without clip assemblies present. As evidenced by the kinks present in the control wires of the three devices, the event may have occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.